Event description:
Patient stated that the v-go fell off while he was in the shower on sunday, 8/25/2019. Patient stated he prepares the area with alcohol and sits when he applies the v-go to the side of his abdomen.